Event description:
The manufacturer received a report indicating that service was required for a trilogy evo ventilator. No patient involvement, harm, or injury was reported. The device was returned to the manufacturer's service center for evaluation. The customer's complaint was confirmed. The device log files were successfully downloaded and reviewed. Analysis identified a ¿vent service required¿ error, indicating that the software detected a significant pressure differential between the monitor pressure sensor and the outlet pressure sensor. The machine flow sensor required replacement to address the issue. Following repair, the device passed all testing.

Manufacturer narrative:
The reported failure of "vent service required¿ error, indicating that the software detected a significant pressure differential between the monitor pressure sensor and the outlet pressure sensor, is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.